Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was highly angulated, exact degree is unknown. The proximal neck was 4 cm in length. It was reported that the bifurcated stent graft was placed at the renal arteries; however, did not look fully apposed in the region of the neck. Upon final angiogram a type ia proximal endoleak was discovered. The endoleak did not perfuse the aneurysm sac, so the physician decided no intervention was necessary. No clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show that the proximal neck diameter is approximately 26mm. The neck is very angulated (>60deg); it courses in a horizontal direction (right to left) just below the renal arteries. The 5cm aaa contains thrombus (3cm lumen). The right common iliac is also aneurysmal (3.5 x 4.5cm). Post-implant films were not provided; therefore the reported endoleak could not be assessed.

Manufacturer narrative:
(B)(4). Evaluation codes: other (films) evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (severely angulated proximal neck (greater than 60 degree);unapproved use of device (severely angulated proximal neck (greater than 60 degree) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated proximal neck (greater than 60 degree); operational context contributed to event (severely angulated proximal neck (greater than 60 degree).